Event description:
It was reported that a spectrum pump under infused during testing. He reporter stated the medication was not brought to room temperature. The volume to be infused was at 300 with a flow rate of 20. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1314492-2023-02420. All information can be found under that manufacturer report number 1314492-2023-02421. Should additional relevant information become available, a supplemental report will be submitted.